Event description:
It was reported that the customer experienced a blood glucose level of 40 mg/dl. Reportedly, customer did not properly secure the cartridge on the pump and the cartridge subsequently fell off. Customer alleged that this issue was the cause of low bg, however, this could not be confirmed as interruption of insulin delivery does not typically cause low bg levels. Low bg was addressed by consuming carbohydrates. Additionally, it was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.